Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging his onetouch ultrasmart meter read inaccurately high. The customer care advocate (cca) was unable to reach the lay user/ patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue occurred about 5-6 years prior to contacting lfs. The patient did not specify results obtained with the subject meter. It is not known how the patient manages his diabetes or if changes were made to his usual management routine. After the start of the alleged issue, the patient claimed he felt symptoms of ¿hypoglycemia.¿ specific symptoms were not specified. No treatment was specified. The patient no longer had the testing supplies used at the time of the reported issue. The cca was not able to walk the patient through troubleshooting. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly may have developed symptoms suggestive of a serious injury after the alleged meter issue began.